Event description:
It was reported that the patient was not able to adjust her stimulation, possibly due to pocket swelling. The patient had a "thick bandage" over her implant. After repositioning the patient programmer or antenna over the implantable neurostimulator (ins), the issue was resolved. The patient was currently on program #1 at a stimulation amplitude of 2.5 volts. The patient believed that she was only set up with one program. The patient also experienced a shocking or jolting sensation. The patient received a "jolting" sensation while lying in bed in the morning a couple of days after the ins was implanted. It happened twice but had not happened since then. The patient had been at 5.0 volts that day and turned it down to 2.5 volts. The patient was not having any problems as the ins was working for the pain on her right side. The patient's back was very "black and blue." Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient did not have any further concerns with her device or therapy. It was noted that the patient was seen by her doctor or manufacturer representative on (B)(6) 2012 and would be seeing him again in a month for a follow-up appointment. If any additional information is received, it will be included in a supplemental report.

Manufacturer narrative:
Product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial#: (B)(4), product type: programmer. Patient product ID: 3550-p4, lot#: n331398, implanted: (B)(6) 2012, product type: accessory. (B)(4).